Event description:
During the device in-service, it was reported that it froze, lost power and restarted multiple times. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return to the manufacturing facility and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.